Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aneurysm and vessels were unremarkable. It was reported that the contralateral limb was inadvertently deployed higher than intended. The deployment was fine there was nothing wrong with the device. An iliac extension was required to extend the stent graft down to the level of the hypogastric artery. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: inadvertently delivered the stent graft inaccurately.